Event description:
It was reported that during a laparoscopic hernia case, the patient developed crepitus. It was further reported that personnel from the biomed department examined the unit after the case and found it to be functioning properly.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.